Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04)- drill. Reported event was confirmed by review of pictures. Visual examination of the provided picture identified the tip of the step drill appears to have broken off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the tip of the drill was broken while drilling a pilot hole for a juggerknot implant/anchor. The broken portion was removed from the patient. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: netherlands the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.